Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 19th of august 2015 for further investigation. The fse conducted a follow-up with the customer over-the-phone to address the reported event. During the investigation the fse suggested to the customer replacing the inlet check valve which did not resolve the issue. Then the customer was instructed to replace the buffer valve on #2 valve. The customer ran 300 samples on second and third shift with no problems. Instrument is functioning as intended and was relased. The most probable cause of the reported event was due to #2 buffer valve. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015 a customer reported intermittent low pressure mid run with their g8 analyzer. The customer was able to get the instrument back up and run sample but then the pressure fail low again. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.